Manufacturer narrative:
Investigation findings: the product was received for evaluation and could not be tested. Further investigation found worn bearings. The instruction manual for this handpiece warns the user of the following: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. In addition, the info for use (IFU) for this bur guard warns the user: prior to each use, all equipment must be inspected for proper operation. Overheating might occur if bearings are worn or are not kept clean. If overheating occurs, discontinue use and return for service. 3. Guards are to be returned to linvatec/hall surgical every six months for routine maintenance.

Event description:
The customer reported that this bur guard and associated drill got hot during use in oral surgery. The surgeon felt the heat in the bur guard and associated handpiece during use and replaced the devices with backup units to complete the surgery. There was no injury or surgical delay related to this event.